Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamer basket broke off from attachment point. All pieces removed from patient. Please send replacement to duke. No surgical delay.